Event description:
It was reported that a pump alarmed for system error 322 while in the critical care unit. The customer also stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The investigation was able to reproduce the reported symptom. The cause of the reported symptom could not be identified. The upper auxiliary assembly and lower auxiliary assembly have been replaced as they are known contributors to the reported symptom. The customer was issued a replacement device.